Manufacturer narrative:
Product analysis: at analysis it was noted that the output connector and hanger assemblies were broken, the upper case was cracked at its bosses, the lower case was damaged and the display wires were pinched with the wire exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance/evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.